Event description:
A customer reported an issue with an incorrect time setting on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the device for any future discrepancies, with the customer understanding and acknowledging the guidance.